Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided. Addendum for follow-up information received on (B)(6) 2009: the physician reported that poly-l-lactic acid was diluted with 5 ml sterile water and 2 ml of 2% lignocaine with 7 ml (2 vials) total injected. Batch numbers a6012 and a7016. The reporter stated that no visible improvement has been noticed, and if anything, as of (B)(6) 2009, facial lines and sagging of the skin has worsened. (B)(4). The causality assessment between the events and poly-l-lactic acid was reported as highly probable. No further information is expected.

Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a co-coordinator via a company representative and forwarded by your local affiliate (B)(4). Initial and follow-up information received on 09-mar and 17-mar-09 respectively were processed together. This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) therapy on (B)(6) 2007. She received six vials in total. Relevant medical history and concomitant medication information were not mentioned. The reporter stated that the patient had no visible effects from treatment, and even mentioned that if anything, she looked worse. Corrective treatment, if any, was not reported.